Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a of clearlink system continu-flo solution sets was unable to be disconnected from the non-baxter extension set. The removal was hard and needed unusual torque and a hemostat to disconnect. The issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023, reported as " a week or weeks ago, for at least four days.". E1: initial reporter address : (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.